Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that the disposable battery 'exploded' inside the xs battery pack. When the patient came home from school, it was noticed that the batter pack cover was 'swollen' and they were not able to remove the cover from the battery pack. The patient was using powerone implant p675 batteries supplied from the hospital. It is believed that patient was wearing the system at the time but due to her age, she was not able to give any details though the family reported that she was not injured. All external components will be replaced.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Based on the received information, the batteries in the xs battery pack got swollen and jammed the battery pack cover. According to the email, the patients mother was able to remove the cover after a while and thereafter, it worked reportedly fine again. The device has not been returned for further investigation. No patient injury is reported. A root cause for the reported problem cannot be investigated, as neither the batteries nor the external components are returned. This is a final report.

Event description:
The patient's mother reported that the disposable battery 'exploded' inside the xs battery pack. When the patient came home from school it was noticed that the batter pack cover was 'swollen' and they were not able to remove the cover from the battery pack. The patient was using powerone implant p675 batteries supplied from the hospital. It is believed that patient was wearing the system at the time but due to her age she was not able to give any details though the family reported that she was not injured. Follow information received stated that the patient_s mother ended up getting the cover off of the battery pack and she indicated that everything was working fine. The mother had already opened up the replacement equipment so she was advised to go ahead and return the equipment that was originally in question but thus far she has not done so.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). On august 28, 2017 the opus 2 cpu, battery pack xs, d coil, d coil magnet and cable were received for investigation. The device investigation of the received parts revealed some sings of use, bite marks on the housing parts and slightly oxidized pins on the coil cable. Furthermore, the cover of the opus 2 battery pack xs showed sings of a pressure from the inside, however all parts are electrically fully functional. The batteries in question where not received for further investigation therefore, the a root cause for the reported issue could not be identified. This is a final report.

Event description:
The patient's mother reported that the disposable battery 'exploded' inside the xs battery pack. When the patient came home from school it was noticed that the batter pack cover was 'swollen' and they were not able to remove the cover from the battery pack. The patient was using powerone implant p675 batteries supplied from the hospital. It is believed that patient was wearing the system at the time but due to her age she was not able to give any details though the family reported that she was not injured. Follow information received stated that the patient's mother ended up getting the cover off of the battery pack and she indicated that everything was working fine. The mother had already opened up the replacement equipment so she was advised to go ahead and return the equipment that was originally in question but thus far she has not done so.